Event description:
It was reported that the right ventricular lead pacing impedance was high and there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.